Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that prior to and during a cataract extraction with intraocular lens implant procedure the optical head of the microscope was wobbling. The case was initiated and completed as planned. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative replaced the lock washer and reseated the 6mm mounting bolt to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 10, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to worn and loose components. (B)(4).